Event description:
The customer reported the system is locking up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, customer reports the system has been working for the last week with no problems. System operates as intended. (B) (4)